Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the pump flip was not determined. The pump was revised. The patient was still under therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose for non-malignant pain. It was reported that they thought the pump had flipped. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was uncertain what diagnostic tests had been done to determine the issue. The patient was scheduled for a revision (B)(6) 2018. There were no reported symptoms. The patient status was "alive - no injury." The issue was not resolved at the time of this report. No further complications were reported.